Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that one of the ports on the I/o panel for active instruments was not functioning. The system control unit (scu) was replaced and the system then passed the system checkout and was found to be fully functional. Analysis on the returned polaris spectra system control unit (scu) resulted in an electrical failure being found. It was found that ports a and b were not functional. Only port c was working.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that while calibrating the microscope, the camera was not seeing the jig when it was plugged into the active instrument port a (black). The technical services (ts) representative instructed the clinical specialist to switch the connector to the c instrument port (blue) which resolved the issue. There was no patient involvement.